Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) noise, oversensing, and inappropriate atrial tachy response (atr) episodes. There was also noise on the shock and right ventricular (rv) pace/sense channels, which was oversensed and resulted in inappropriate anti-tachycardia pacing (atp) and shocks. The noise on the ra and rv channels appeared to be due to minute ventilation (mv) oversensing. It was noted the noise on the shock channel was possibly due to activity/muscle noise. The ra impedance measurements increased but were not out of range. The ra and rv leads were from another manufacturer. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service.